Manufacturer narrative:
(B)(4). Method: the complaint rt266 circuit was not returned to fisher and paykel healthcare (fph) in (B)(4) for investigation. Our investigation is therefore based on the information provided by the hospital. Result: further information was sought from the hospital and we were informed by the hospital that the pressure line of the rt266 breathing circuit was not fully inserted into the pressure line port of the avea ventilator. Conclusion: user error contributed to the event. An fph representative has retrained the hospital staff and shown them how to correctly attach the pressure line to the ventilator. Further training sessions are planned and the hospital is "happy" with this outcome. The user instructions that accompany the rt266 also state the following: - check all connections are tight before use. - set appropriate ventilator alarms.

Event description:
A hospital in the (B)(6) reported to the (B)(6) that the avea ventilator and an rt266 infant dual heated evaqua2 breathing circuit were used on an incubated infant. Hospital staff noted that the infant had a dropped heart rate and oxygen saturation when the disconnect alarm triggered on the ventilator. It was alleged the pressure line of an rt266 infant dual heated evaqua2 breathing circuit had disconnected from the ventilator. This was found when the door of the incubator was opened. There was no patient consequence.